Manufacturer narrative:
(B)(4). The third party service agent performed an initial evaluation of the device. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer reported that their device would no longer power on. There was no report of any patient use associated with the reported issue.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported issue. Physio determined that the cause of the reported issue was due to an integrated circuit chip, designator u2 from the digital pcb assembly. The ic chip had corrupted memory that did not allow the device to be powered on.